Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump¿s alarm history showed a call service cs 064 alarm. During testing, the pump powered on properly with no alarms. The pump successfully completed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. The complaint of a prime issue was shown in the pump history but was not duplicated during investigation.